Manufacturer narrative:
Evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause for the under infusion is the explore. The product's history records were reviewed and there were no non-conformance's nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed.

Event description:
It was reported the device was alarming no disposable clamp tubing. No patient injury reported.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.